Manufacturer narrative:
Following our receipt of one unit and placed unit under microscope and found physical damage to the cow catcher and all the connector pins, unable to continue with functional testing or verify loss communication/charging due to physical damage. In conclusion, the customer complaint of loss of communication and charging anomalies could not be confirmed, due to transmitter damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the loss of communication between insulin pump and transmitter, device was unable to charge, sensor not wet. The customer reported no adverse event. The event involved product(s) unk_ngp, mmt-7841zn, mmt-7040ma. Troubleshooting was performed. Transmitter was being replaced. No harm requiring medical intervention was reported. No product return is required for unk_ngp. The customer discontinued use of the transmitter. Mmt-7841zn was requested and the device was returned. No product return is required for mmt-7040ma.